Manufacturer narrative:
UDI added to this follow-up MDR upon reception, the reported issue is confirmed: the 4 white leds light up for a maximum of 2 seconds before turning off; no blue leds on when in front a pacemaker. The investigation of the subject crp4 programming head showed that: the usb/pcb cable is out of service; the electronics of the subject cpr4 head are undamaged (ok). After testing the continuity of each colored wire in the cable, between the usb side and the connector side connected to the pcb, it was found that the connection of the blue wire ("shield") is broken. The traceability of the subject crp4 head is correct, all the electrical tests of the cpr4 head were correct at the first pass. It was working well when delivered to the field. The most probable hypothesis is that the cable would be damaged in the field. This case is retained for trending purposes.

Event description:
Reportedly, during follow-ups, the communication between the programmer and the implantable device was interrupted several times despite a good positioning of the programming head on the implantable device. The cable is bent at the level of the usb connector and this may trigger a bad electrical contact.

Event description:
Reportedly, during follow-ups, the communication between the programmer and the implantable device was interrupted several times despite a good positioning of the programming head on the implantable device. The cable is bent at the level of the usb connector and this may trigger a bad electrical contact.

Manufacturer narrative:
Upon reception, the reported issue is confirmed: the 4 white leds light up for a maximum of 2 seconds before turning off; no blue leds on when in front a pacemaker. The investigation of the subject crp4 programming head showed that: ¿ the usb/pcb cable is out of service; ¿ the electronics of the subject cpr4 head are undamaged (ok). After testing the continuity of each colored wire in the cable, between the usb side and the connector side connected to the pcb, it was found that the connection of the blue wire ("shield") is broken. The traceability of the subject crp4 head is correct, all the electrical tests of the cpr4 head were correct at the first pass. It was working well when delivered to the field. The most probable hypothesis is that the cable would be damaged in the field. This case is retained for trending purposes.